Event description:
A malfunction alarm, malf 12, was reported. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction persisted, prompting them to arrange a replacement. In the interim, the customer planned to use multiple daily injections (mdi) as a backup to ensure continued insulin delivery.